Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had two inappropriate shocks due to oversensing of noise. The patient was using an e-stim at the time of the shocks. Technical services advised that the patient should not use the e-stim. This is considered a serious injury as multiple shocks occurred. There were no additional adverse patient effects. The system remains implanted. It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the patient had two inappropriate shocks due to oversensing of noise. The patient was using an e-stim at the time of the shocks. Technical services advised that the patient should not use the e-stim. This is considered a serious injury as multiple shocks occurred. There were no additional adverse patient effects. The system remains implanted. It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.